Event description:
It was reported by critical care nurses reported in an online survey that a nurse stated that the patient experienced other associated adverse events: localized skin effects (thermal dermatitis, hydrogel related skin irritation, pressure related injuries, etc.) (Skin irritation worsening); patient over-cooling, and the medical interventions were, wound care had to be consulted and dressings placed. Adjust settings, increased monitoring, warming". While using "arctic sun 5000" with pads "large (l)". The patient did have diabetes, peripheral vascular disease or poor nutritional status. Additionally, a nurse stated that the patient experienced other associated adverse events: localized skin effects (thermal dermatitis, hydrogel related skin irritation, pressure related injuries, etc.) (Worsening skin irritation, open wound); patient shivering, and the medical interventions were: "wound care had to get involved, treatment plan for wound"; "warming, closer monitoring". While using "arctic sun 5000" with pads "large (l)". The patient did have diabetes, peripheral vascular disease or poor nutritional status. Additionally, a nurse stated that the patient experienced other associated adverse events: localized skin effects (thermal dermatitis, hydrogel related skin irritation, pressure related injuries, etc.) (Worsening skin tears and skin irritation); patient shivering, and the medical interventions were: "wound care, specialized dressings placed". Closer monitoring, warming of patient". While using "arctic sun 5000" with pads "small (s)". The patient did have diabetes, peripheral vascular disease or poor nutritional status. The patient was on steroids or high dose vasopressor therapy. It was unknown what medical intervention was provided.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.